Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation of the returned devices revealed that the nitinol wires at the distal tips are broken off. The most likely cause of this type of event is the use of excessive force and/or prying/leveraging with the tip fully exposed on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left rotator cuff repair procedure, while the surgeon was passing the suture, the tip of the 90° straight suturesnare, ar-6060-90, broke off. The tip was retrieved with graspers and a second 90° straight suture snare of the same lot was opened and again, as the surgeon was attempting to pass the suture, the tip of the device broke-off into the patient. This time, the surgeon was unable to locate the tip and an x-ray was brought in to confirm that the tip was still inside of the patient. After an hour and a half of attempting to retrieve the broken tip the surgeon completed the case with the tip still inside the patient. Incident resulted in a 1.5 hour delay in case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned. Therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is the use of excessive force and/or prying/leveraging with the tip fully exposed on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.

Event description:
It was reported that during a left rotator cuff repair procedure, while the surgeon was passing the suture, the tip of the 90° straight suture snare, ar-6060-90, broke off. The tip was retrieved with graspers and a second 90° straight suture snare of the same lot was opened and again, as the surgeon was attempting to pass the suture, the tip of the device broke-off into the patient. This time, the surgeon was unable to locate the tip and an x-ray was brought in to confirm that the tip was still inside of the patient. After an hour and a half of attempting to retrieve the broken tip the surgeon completed the case with the tip still inside the patient. Incident resulted in a 1.5 hour delay in case.